Event description:
Additional information received indicates that there is no allegation against the ipg. The ipg is being electively replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the surgical intervention took place wherein the ipg was explanted and replaced. Therapy was restored post op.

Event description:
It was reported that surgical intervention may take place at a later date for an unknown reason.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.